Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-9, lot# n212417, implanted: (B)(6) 2009, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that, at a refill on the day of report, there was a discrepancy observed in the residual reservoir volume. The healthcare provider (hcp) was expecting 4.7ml of drug, but only got 0.2ml back. Subsequently, she was able to refill with the full 20ml and, when attempting to aspirate, she got back 21.2ml. It was indicated that the fluid had looked good at both aspirations as it had been clear with no blood. The hcp planned to wait another refill cycle and check the volumes again. It was noted that the patient had spent two weeks in (B)(6). The patient was doing okay, though he had a bit more tone and ¿increased startle¿. The device system was used to deliver lioresal.